Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage (laa) occluder was implanted utilizing a 14f amplatzer torqvue delivery system. Activated clotting time (act) was at 400. Heparin was administered. On (B)(6) 2023, it was discovered that a thrombus had formed on transesophageal echocardiography (tee). The patient was prescribed eloquis anticoagulant and discharged. On on (B)(6) 2023, the patient was hospitalized. Patient had bumped shin, developed cellulitis. The patient had positive blood cultures so there was a concern of infection on the thrombus. The patient developed sepsis and started intra-venous antibiotics. On (B)(6) 2023 the thrombus was noted to be 1x2cm in size on tee. The patient remained hospitalized until (B)(6) 2023.

Manufacturer narrative:
An event of thrombus formation after almost two months of implant, infection on the thrombus, cellulitis and sepsis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Image from field showed a still image of an implanted amulet device with the disc below the limbus. There was large echo dense area noted on the disc, representative of thrombus. Based on the information received, the cause of the reported incident could not be conclusively determined. Thrombus is a possible outcome of the procedure per the amplatzer amulet instructions for use.

Event description:
It was reported that on (B)(6)2023, a 25mm amplatzer amulet left atrial appendage (laa) occluder was implanted utilizing a 14f amplatzer torqvue delivery system. Activated clotting time (act) was at 400. Heparin was administered. On (B)(6)2023, it was discovered that a thrombus had formed on transesophageal echocardiography (tee). On (B)(6)2023, the patient was hospitalized.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.